Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Product lot number? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during re-operation? Was a culture test done for yellow wound secretion? Results? Was any medical intervention was performed? Results? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (poor wound healing and yellow wound secretion)? What is the patient¿s current status? Was the wound healed after debridement?

Event description:
It was reported that the patient underwent a tumor resection procedure with posterior fossa approach on (B)(6) 2020 and the barbed suture was used. 14 days after sewing, the patient experienced poor wound healing. The patient was examined and yellow fluid was found in the wound. The surgeon used conventional debridement and re-suturing. The patient's condition was improving and discharge from the hospital. Conventional debridement and re-suturing were performed. The patient's condition was improving and the patient was discharged from the hospital. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/18/2020. Additional information was requested and the following was obtained: was any medical intervention was performed? Results? --the surgeon used conventional debridement and re-suturing. The following additional information was requested but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Product lot number? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during re-operation? Was a culture test done for yellow wound secretion? Results? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (poor wound healing and yellow wound secretion)? What is the patient¿s current status? Was the wound healed after debridement?